Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. On (B)(6) 2011 at 2340, the device was programmed to deliver morphine 1mg/ml, in the pca only mode, which a 2mg pca dose, a 5 min pt lockout, and a 50mg 4 hour dose limit. The customer contact reported the pt had been pressing the pt pendant throughout the night. On (B)(6) 2011 at 0730, the pump alarmed empty syringe. It was reported that when the nurse went to change the vial, it was noted the display indicated 0mg had been delivered; however, the vial was full. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The customer contact reported that in addition to the pca therapy, the pt also had a standing order for lortab 7.5mg, 2 tablets every 4 hours as needed. It was reported the pt was given lortab on (B)(6) 2011 at 2150 and on (B)(6) 2011 at 0150 and 0800. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing by delivering a dose when the pt pendant was pressed. The customer's returned pt pendant was used throughout the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicates on (B)(6) 2011 between 2034 and 2035, morphine 1mg/ml was confirmed, the history was cleared, the door locked, there was a check settings alarm, the door opened, and the device programmed to deliver morphine 1mg/ml, in the pca only mode, with a 2mg pca dose, a 5 min pt lockout, and a 50mg 4 hour dose limit and the door was locked. Between 2039 and 2254, there were fifteen 2mg pt initiated deliveries and 7 unmet pt demands. Between 2258 and 2259, there was one 0.1mg pt initiated delivery, an empty syringe alarm, the door was opened, there was a check vital alarm, a check syringe alarm, a check injector alarm, the settings were confirmed and the door locked. At 0000, a new date stamp of (B)(6) 2011 occurred. Between 0049 and 0259, there was one 2mg pt initiated delivery, the door opened, a 32.1mg shift total cleared and the door locked. Between 0415 and 0417, there was a low battery alarm, the door opened, there was a check vital alarm, a check syringe alarm, a check injector alarm, the settings were confirmed, and the door locked. Between 0426 and 0428, the door was opened, there was a check vital alarm, a check syringe alarm, a check injector alarm, the settings were confirmed, the door locked and there was one 2mg pt initiated delivery. Between 0444 and 0446, the door was opened, there was a check vital alarm, a check syringe alarm, and the pump was powered off. A review of the history found the device delivered as programmed. This represents all the info known by the reporter upon query by hospira personnel. (B)(4).